Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. The investigation has been reopened due to receiving litigation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address dislocation. Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, and elevated levels of cobalt chromium. There is no new additional information that would affect the investigation.

Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection. After review of medical record for MDR reportability, patient was revised to address instability, left total hip replacement as well as rheumatoid arthritis. On (B)(6) 2010, a brownish type of color was noted in the patient soft tissues. Additionally, there was no pus or any sign of infection. Hematosis was also obtained. Moreover, patient had a metal-on-metal bearing surface which potentially was the cause of soft tissue reaction. Patient had multiple episodes of dislocation and instability prior to the said surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.